Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Supplemental report is needed to correct the date of event.

Event description:
It was reported when a patient presented via merlin.net transmission, high lead impedance was noted on the lv lead. The lv lead was programmed off. Later, that physician explanted and replaced the lv lead. The patient was stable before and after the procedure. The patient will be monitored normally.

Manufacturer narrative:
Mandatory medwatch form (B)(4) received.